Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a pairing failure between the transmitter and smart device occurred. No additional patient or event information is available. The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and it was observed that the transmitter had no voltage. The shared data log was reviewed and did not contain a bluetooth pairing failure event. However, the data evaluation did confirm a transmitter failure. The reported event of bluetooth pairing failure was not confirmed. A root cause could not be determined. The reported issue of pairing failure is reportable based on the finding of loss of a transmitter failure.